Event description:
During a laparoscopic appendectomy procedure, the device could not be closed, but staples fell into the situs. Removed staples and a new device was used to complete the procedure. There were no adverse consequences to the patient.